Event description:
It was reported that the device had an error 255-32784-275 while connected with alaris system maintenance v12 software. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported device had an error 255-32784-275 while connected with alaris system maintenance v12 software was not identified during the customer call. Tech support recommended to plugin power cord to ac outlet to resolve the issue.